Event description:
A voluntary medwatch report was rec'd which states that an unidentified pt experienced a 2mm round corneal epithelial ulcer decentered at 4 o'clock position, left eye, associated with overnight wear of night & day contact lenses on an extended wear basis. Patient sought care at emergency room due to pain. Treatment reported at vigamox. Event reported as resolving with permanent scar expected. No contact info for complainant or pt and no lot number was provided, therefore no further info is possible for this case.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.